Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Serf reported receiving results of a clinical study. Contacted by registrar and told that they were conducting a dair on a patient with pinnacle dm. Primary reason for revision was due to infection within the joint. Patient's surgery was conducted in [month year] by [surgeon] didn't have any further details in regard to implants. No reps attended the dair. Discussed with ot nurse and confirmed that dm liner was not removed only poly head (47/28) and femoral head (28 / +5).

Event description:
Serf reported receiving results of a clinical study. Contacted by registrar and told that they were conducting a dair on a patient with pinnacle dm. Primary reason for revision was due to infection within the joint. Patient's surgery was conducted in [month year] by [surgeon] didn't have any further details in regards to implants. No reps attended the dair. Discussed with ot nurse and confirmed that dm liner was not removed only poly head (47/28) and femoral head (28 / +5).

Manufacturer narrative:
Manufacturer entity d3 corrected to s.e.r.f societe detudes recherche fabrication.